Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803.

Event description:
In this event it is reported that a integrity cartridge refill a3 that was used in treatment on a patient which caused a reaction, reportedly, the label is unreadable. This was reported by the patient. A submission has already been submitted for the allergic reaction.